Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges patient has had device shuts off mid use or not turn on right, patient states she feels suffocated. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that -indeterminate contamination as well as general wear and tear were observed on the exterior of the device, including behind the ui knob. Fibrous contaminants observed on the interior of the bottom enclosure. White particles observed on and in the blower box. Dust/dirt contamination observed on and in the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was not able to address the symptoms specified.